Manufacturer narrative:
H6: investigation summary three samples of material number ms3500-15 was submitted for quality investigation. The customer complaint of component damage - leakage was not verified, however, the samples submitted showed an issue of separation. Visual examination of the samples submitted, show that the tubing had separated from the outlet of the drip chambers. Further inspection of the drip chamber outlet and the tubing indicates that there is a lack of solvent on both the drip chamber outlet and tubing surfaces. A device history record review for model ms3500-15 lot number 22099205 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the lack of solvent between the drip chamber outlet and the infusion set tubing.

Event description:
It was reported that the bd alaris¿ secondary set secondary tubing separated from between the spike and primary tubing during use, leaking out antibiotics. This occurred 4 times. The following information was provided by the initial reporter: "broken secondary IV tubing, disconnected between spike and tubing" "was any medication used with the product? Yes ¿ if so what kind? Antibiotics ¿ product fell apart before meds was infused into patient. Was there any leakage because of the disconnection? Yes, the antibiotic leaked out when the tube disconnect from the hub of the spike. Could you provide the date of occurrence? 4 times between 12/8/22 ¿ 12/9/22".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set secondary tubing separated from between the spike and primary tubing during use, leaking out antibiotics. This occurred 4 times. The following information was provided by the initial reporter: "broken secondary IV tubing, disconnected between spike and tubing." "Was any medication used with the product? Yes. If so what kind? Antibiotics ¿ product fell apart before meds was infused into patient. Was there any leakage because of the disconnection? Yes, the antibiotic leaked out when the tube disconnect from the hub of the spike. Could you provide the date of occurrence? 4 times between 12/8/22 ¿ 12/9/22."